Event description:
Boston scientific crm received information that this left ventricular lead had exhibited impedances greater than 2000 ohms, loss of capture, and increased thresholds. A lead conductor fracture was suspected. A chest x-ray was performed; however, a lead fracture could not be confirmed as the quality of the x-ray was not adequate. A revision procedure was performed; difficulty explanting the lead was experienced, therefore, the decision was made to surgically abandon the lead. Another lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
A new left ventricular lead was successfully implanted. The lead was not returned to boston scientific crm; therefore, the clinical observations could not be confirmed. Should additional information become available, an amended report will be submitted.